Event description:
Patient reported experiencing an increase in seizures and choking with stimulation. The patient's device was checked and high lead impedance was observed. The patient had x-rays performed and then underwent surgery and the lead pin was removed and cleaned and then reinserted. The lead impedance was around 3000 ohms so therefore the patient was closed and set back to their normal parameters. No other relevant information has been received to date.